Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 2: reference MFR report: 1627487-2015-01457. It was reported while in the recovery area following the patient's scs system implant procedure, the patient complained of a stabbing pain that was wrapping around from her back into her abdomen. X-ray taken revealed the patient's leads migrated in the epidural space. The patient was taken back into the or to revise her leads. However, the patient decided she did not want her leads revised, and the physician removed the entire scs system. The patient reported postoperative the pain had resolved.